Manufacturer narrative:
Literature citation: nissen m, ikaheimo tm, huttunen j, leinonen v, jyrkkanen hk, von und zu fraunberg m. Higher preimplantation opioid doses associated with long-term spinal cord stimulation failure in 211 patients with failed back surgery syndrome. Neuromodulation. 2020. Doi: 10.1111/ner.13297. Literature summary: spinal cord stimulation (scs) is an effective treatment in failed back surgery syndrome (fbss). The authors studied the effect of preimplantation opioid use on scs outcome and the effect of scs on opioid use during a two-year follow-up period. The study concluded that higher preimplantation opioid doses were associated with scs failure, suggesting the need for opioid tapering before implantation. With continuous scs therapy and no explantation or revision due to inadequate pain relief, 39% of fbss patients discontinued strong opioids, and 23% discontinued all opioids. This indicated that scs should be considered before detrimental dose escalation. Date of event: please note this date is based off of the article's acceptance date as the specific event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Although specific patients were not identified, it was noted the patients were implanted with the following lead types: resume 3586, symmix 3982, specify 2x4 3998, or specify 5-6-5 39655 and implantable neurostimulators (inss) of the following model numbers: 7425, 37703, 7427v, 37702, or 97702. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported events: 1 patient had their system explanted due to hematoma. 1 patient had their system explanted due to implantable neurostimulator (ins) discomfort. 1 patient had their system explanted due to lead migration. 10 patients underwent electrode revisions due to inadequate pain relief. It was noted that although they continued to use spinal cord stimulation (scs) throughout the study period, their opioid dose escalated more than the average, indicating a probable lack of scs treatment effect. There were no further complications reported or anticipated.